Manufacturer narrative:
Eval of the suspect device was performed at the customer's site. The field service engineer had to adjust the microwave power. It was found to be 52.35 w and was adjusted to 50.34 w. The hard drive was replaced. No other adjustments were required. The engineer ran a functional test and performed preventative maintenance. There were no other discrepancies found. (B)(4).

Event description:
It was reported to boston scientific corp that a prolieve thermodilatation system was used during preparation for a benign prostatic hyperplasia (bph) procedure. During preparation and after the console inflated the prostate balloon, the system's screen froze. There were no pt complications and the treatment was completed with another prolieve thermodilatation sys. The event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the device revealed an MDR-reportable malfunction of microwave power out-of-spec. The MDR is based upon the eval results.